Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid leak from access 2 immunoassay system as well as vacuum under limits errors. The customer confirmed that proper ppe were used when cleaning up the leak and there were no adverse exposure events. The customer stated that msds was not reviewed, but the facility does have a risk management plan in place. There was no report of injury.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011, but the field service engineer (fse) was unable to reproduce any vacuum issues under limits errors. The fse noted that the fluid appeared to have come from the reagent carousel. The fse replaced the thermistor which controls the temperature inside the reagent carousel. When the temperature inside the reagent carousel is not maintained within a range, the reagent carousel will begin to leak due to melting ice. It is unknown if the water from the ice contained other materials which may have potential for biohazard exposure. The fse verified repair per established procedures. Hardware is the root cause for this event.